Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure mode could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer and also might be contributed by user related. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that on 29apr2022, the patient underwent laparoscopic ovarian cyst resection and an indwelling foley catheter was placed during the operation. When the catheter was pulled out on next day after the operation, it was found that the fluid in the balloon could not be extracted and the catheter could not be pulled out. After cutting off the balloon tube, the fluid in the balloon could not flow out. The nurse used a 5ml syringe to draw out the fluid little by little. After the basic fluid was drawn out, the catheter was pulled out. It was stated that this incident increased the workload of nurses.